Event description:
During a thoracotomy the surgeon had fired the tlv once across the pulmonary artery. He was dialing the device down on the pulmonary artery on the pt side and had difficulty turning the dial. The device was fired. The surgeon decided to partially cut the pulmonary artery between the two staple lines which resulted in the pt loosing two units of blood. The pt did receive blood. It is unk how the procedure was completed. Received medwatch 12/31/9 stating "received notification from co that md reported a problem with staple line bleeding after use of tlv30. Instrument was given by staff to co representative. The pulmonary artery was staplled x 2 using the ta30 vascular stapler. The proximal staple line was not secure. A partial occlusion clamp was placed on the artery to control bleeding."